Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had unrelated broken ribs and that the lifevest put pressure on them. Patient confirmed that the rib injury was not related to the lifevest. There was no alleged device malfunction contributing to the injury. There is no indication that the patient received medical intervention. Outcome of the injury is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.